Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 500 mg/dl after discontinuing use of the insulin pump for a pump load step issue. The reporter indicated that the pump was priming the tubing during the load cartridge step. This report is made based on the allegation that the patient experienced hyperglycemia after discontinuing insulin pump therapy related to an allegation of a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was evidence of a load step malfunction recorded in the black box history. The lead screw assembly was removed from the pump prior to the investigation. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. The cartridge compartment was chipped and the leak test failed due to the two cracks. Also unrelated, the keypad was torn below the ok button. Contamination was found under all the button contacts when the keypad was removed. The pump was opened and the force sensor plate and shim plate were dimpled and the force sensor was contaminated with a green substance. The pump could not complete a rewind and force sensor calibration check due to lead screw damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.